Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported delivery catheter (dc) shaft bends resulting in the difficulty positioning the dc shaft, and leading to difficulty positioning the device, appears to be related to patient morphology / pathology due to challenging transseptal puncture. The reported mechanical issue appears to be related to user technique due to difficulties in visualization. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the clip (50622u140) was deployed, the mitral regurgitation increased and it was observed that the clip was opened approximately 60 degrees, which required an additional clip for treatment. It was reported that two mitraclips were implanted on an unknown date, reducing degenerative mitral regurgitation (mr). Subsequently, mr increased to 3+ due to disease progression. The clips were confirmed to be stable on the leaflets. On (B)(6) 2015, a second mitraclip procedure was performed to treat the increased mr. The first clip delivery system (cds 50622u140) was advanced to the mitral valve leaflets. During use of the cds knobs and while advancing into the left ventricle, the cds was bending medial. The leaflets were grasped and the clip was deployed successfully. The mr was reduced to 1. After the cds was removed, the mr was noted to be 3+ and the clip was open approximately 60 degrees. It was believed that the lock on the clip did not work. It was noted that during final arm angle (faa) testing, the clip may not have been visualized well. A second clip was implanted and the mr was reduced to 2+. The patient was confirmed to be clinically stable and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report filed, additional information received: the initial mitraclip procedure was performed on (B)(6) 2011 to treat mixed mitral regurgitation (mr). Two clips were implanted and the mr was reduced. On (B)(6) 2015, the second mitraclip procedure was performed to treat increased mr due to disease progression. The first clip delivery system (cds) used in the (B)(6) 2015 procedure was (B)(4) not (B)(4) as initially reported.